Event description:
On (B)(6) 2015 the reporter contacted animas alleging the patient¿s blood glucose was 576 mg/dl with chest pain. It was reported the patient was hospitalized and treated with insulin via injection. Troubleshooting could not be completed and additional information was not provided. Several unsuccessful attempts to contact the patient have been made. This complaint is being reported because an animas device malfunction or use error could not be ruled-out as a contributing factor to the alleged serious injury.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.